Event description:
It was reported that this was a st elevated myocardial infarction patient. On (B)(6) 2013, the 3.0 x 28 mm xience v stent was implanted in the proximal to mid right coronary artery lesion without issue. The stent was fully deployed and the patient was transferred to recovery. On (B)(6) 2013, the patient experienced chest pain. Angiography found that there was stent thrombosis. An extraction catheter was used and four additional xience v stents were implanted to treat the thrombosis. Additionally, during treatment, a 3.0 x 33 xience prime stent delivery system (sds) and a 3.5 x 18 mm xience v sds did not cross the lesion due to the anatomy. The patient had a good outcome and will be discharged on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina and thrombosis are listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.